Manufacturer narrative:
Correction/removal reporting number is pending FDA assignment (B)(4).

Event description:
It was reported that the device was identified to be a subject of the recall. The device was explanted. The patient condition was stable.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.